Event description:
During insertion of an implant into a small bone canal the implant slid back into the inserter; an alternate procedure was utilized to complete the procedure. This event caused a 30-45 minute extension to the procedure.

Manufacturer narrative:
(B)(4).